Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was completed using a starclose se device after an unspecified procedure. Reportedly, when pulling out the starclose se device, one part of the starclose se vessel locator wings was still open. The starclose se clip achieved hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported vessel locator wing retraction issue was confirmed based on the returned device analysis. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a femoral angiogram was not performed. It should be noted that the starclose se instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information was received: right common femoral arteriotomy closure was completed, using a starclose se device, with a 5 fr sheath, after a diagnostic cerebral angiogram. Femoral angiogram was not performed.